Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: angina/myocardial infarction, collapsed stent; subsequent occlusion, requiring surgical intervention. Device issue: collapsed stent. It was reported that the pt had two mini visions (2.5x28, 2.5x15) implanted in the obtuse marginal and two visions (3.0x28, 3.0x12) implanted in the left anterior descending (lad) in 2009; however, at about 5 days later, the pt was rehospitalized at a second hospital after experiencing chest pain at home. He had requested to be taken to the hospital, where he had a massive heart attack. The four stents implanted in 2009, were found to have collapsed [closed]. The pt was sent for a quadruple by-pass surgery. No thrombus was identified. The pt stated he is feeling much better now. No additional event or pt info is available.

Manufacturer narrative:
The second multi-link mini vision rx coronary stent system and the two multi-link rx vision coronary stent systems indicated in b5 and d11 are being filed under different MFR numbers.